Manufacturer narrative:
Section h10/h11 of supplemental medwatch report 001 indicated: physio-control evaluated the customer's device and verified that the event code was logged in the device's memory. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the observed issue could not be determined. Section h10/h11 of supplemental medwatch report 001 should indicate: during device evaluation and servicing for a reported loose display shield, the device logs were downloaded. Upon further review following completion of the evaluation and servicing, it was found that the device had logged an event code logged in the device's memory indicative of a failure of the device to charge for defibrillation energy. The device passed all functional and performance testing and was returned to the customer for use following the servicing, but prior to the event code being observed. The device was not returned a second time for this issue, and therefore beyond identification in the error log, the issue was unable to be duplicated and no root cause was able to be determined. Device remains in service with the customer.

Event description:
While evaluating for a non-critical issue, physio-control observed an event code logged in the device's memory. The event code is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the observed issue could not be determined.

Event description:
While evaluating for a non-critical issue, physio-control observed an event code logged in the device's memory. The event code is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.